Event description:
.

Manufacturer narrative:
Eval summary: one used device returned for eval. The device was visually examined, the main board was found to have failed. This failure led to the inability of the device to operate properly. We were unable to determine the root cause of the component failure. (B)(4).